Manufacturer narrative:
The reported events of for high capture threshold and oversensing noise were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic. A device interrogation showed that the patient's right ventricular (rv) lead exhibited high capture threshold and noise oversensing. It was also noted that their implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to incorrect interpretation of atrial fibrillation. The ICD and rv lead were explanted and replaced. The patient was stable throughout.